Event description:
It was reported to philips that the allura device would not start up. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was used for a diagnostic procedure that was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the main power distribution control unit (mpd) having a blown fuse. The fse replaced the mpd and returned the system to use in good working order. The codes were updated based on the investigation outcome.